Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open blister on her left side underneath one of the electrodes, and had developed a red rash on her torso. The patient reported that she had a nickel allergy. The patient removed the lifevest to allow her skin to heal. The patient's physician prescribed an unknown ointment for the irritation. The patient continued to use the lifevest.